Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma: the cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during impella cp support the patient had a hematoma. Manual pressure was held for 1.25 hours. Later, the patient was successfully explanted and survived.